Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of device. Visual examination of the returned product identified nicks, gouges and surface scratches consistent with the use of the instrument. Device was submitted for further analysis. The analysis determined to indicate overload failure or low cycle fatigue culminating in the overload failure. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument was fractured while trialing. Subsequently, the procedure was completed with another device. No adverse events have been reported as a result of the malfunction.